Event description:
It was reported that the physician dislodged the patient's right ventricular (rv) lead during a routine generator change. The patient required temporary external pacing as they were pacing dependent. The dislodged lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.